Event description:
The patient underwent a battery replacement after just having the device implanted less than a year ago on (B)(6) 2021. The explanted generator is being returned to undergo product analysis, but has not been received to date. No other relevant information has been received to date.

Event description:
Internal data from the generator was received and reviewed. A device history records (DHR) review was performed and the generator passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution.